Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the physician turned the helix out inside the packing and then was not able to screw the helix back in before the implant. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.